Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, while ablating the third vein, the patient's blood pressure dropped to an extremely low status. Ultrasound was checked for pericardial effusion. The ultrasound confirmed that a small pericardial effusion was seen. The patient's abdomen appeared to be filling with fluid/blood. The case was aborted and the patient was taken to the operating room for further examination.

Manufacturer narrative:
Product event summary: the achieve mapping catheter 990063-020 / 209640938 was visually inspected. Bin files were not returned for this event. This is a clinical issue encountered during the procedure. Upon visual inspection of the mapping catheter 990063-020 / 209640938, results showed the achieve loop section was stuck inside the push button luer. After dissecting the catheter, it was found that the electrodes of the catheter were stuck inside push button luer. No kinks were observed along the shaft of the mapping catheter. The product analysis findings do not indicate a manufacturing related defect. In conclusion, this is a clinical issue encountered during the procedure. The mapping catheter passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.